Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away at home, in hospice care. The customer was in hospice care for three weeks. The cause of death was heart disease, congestive heart failure, and, the caller believes the secondary diagnosis was diabetes (since the customer had diabetes for several years). At the end of september, the customer had a stroke, fell, broke ribs, had to be hospitalized, and was released home to hospice care. The customer was blind, couldn't walk, had stage three kidney failure, many heart attacks, atrial fibrillation, congestive heart failure, had stents put in about one year ago, and was on blood thinners. The customer's blood glucose was 60 mg/dl the night before passing. The customer was not wearing the insulin pump at the time of death; it was removed from the customer about 8 or 9 hours prior to passing, by the hospice nurse. The customer did not use sensors. The caller agreed to return the insulin pump for analysis.